Manufacturer narrative:
The customer's calibration and qc data were acceptable. The field service engineer replaced the sample probe and the sample probe seals. After service, the customer performed calibration and qc with acceptable results. The investigation determined the service actions resolved the issue.

Event description:
The initial reporter received questionable gluc3 glucose hk gen.3 results for two patients tested on a cobas 6000 c (501) module. The initial glucose results were not reported outside the laboratory. The customer performed repeat testing for confirmation. On (B)(6) 2020, patient 1¿s initial glucose result was 30.9 mg/dl, and the patient¿s repeat result was 368 mg/dl. On (B)(6) 2020, patient 2¿s initial glucose result was 31.1 mg/dl, and the patient¿s repeat result was 91.2 mg/dl. The customer determined the repeat results were correct. The glucose reagent lot number was 45247201 with an expiration date of 30-apr-2021.